Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was unable to complete the priming process. The patient's blood glucose at the time of incident is unknown. The caller stated that insulin began to exit the tubing but the insulin pump was not counting the amount of insulin used to prime. The caller confirmed the anomaly over the course of several prime attempts. The insulin pump was not recognizing that the reservoir was inside of the device. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, broken belt clip slot at the battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.